Manufacturer narrative:
The catheter was not returned for analysis. There does not appear to be a device failure nor was an alleged device deficiency of the crescent ra catheter specifically described. Mc3 is committed to providing information to surgeons and ECMO specialists as we learn more about difficult surgical challenges encountered in the placement of the catheters and with the management of patients during vv-ECMO.

Event description:
On (B)(6) 2022, a 5 year old female patient was placed on vv-ECMO utilizing a 19 fr crescent ra catheter. The catheter was placed by percutaneous approach with fluoroscopy guidance. The patient had stenosis of the bronchia and airway problems. During airway repair surgery the patient experienced tamponade. Surgeons inspected right atrium and did not find any perforations. It is unknown what caused the pericardial effusion. There may have been a micro perforation causing the slow accumulation of blood. No perforation repairs needed but received airway repairs. The patient was able to come off ECMO with no injury. This event was reported by the hospital in the medwatch report (B)(4): patient was on veno-venous extracorporeal membrane oxygenation (vv ECMO) support. The patient was cannulated with a mc3 19 fr medtronic cannula. Imaging revealed a pericardial effusion, a drain was placed which drained approximately 160 cc of fluid. The pericardial drain remained in place.